Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated the programmed basal rate was cleared without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/03/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box verifies a blank basal program 1 was activated at 8:24 on (B)(4) 2013. Prior to this, the basal program 1 in use was not blank. The pump was exercised for 24 hours and the total daily dose for the testing period was recorded as delivered. The pump did not change basal settings during testing.